Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010: patient presented with a history of severe left hip pain and recurrent leg pain. MRI demonstrated the presence of lateral recess stenosis with epidural fibrosis secondary to previous laminectomy scar and a spondylolisthesis grade 1 l5-s1. Patient underwent: a left transforaminal l5-s1 decompression,discectomy interbody fusion with peek and rhbmp-2/acs; percutaneous pedicle screw rod fixation fusion l5-s1; l5-s1 electrode monitoring. Per the op notes, ¿suction bovie instrument was used to clear bits of muscle and scar debris from the facet complex. The inferior facet at l5 on the left was seen and appeared to be floating as its pars had previously been disrupted. This inferior facet of l5 was removed with pituitary and kerrison rongeurs. The superior facet of s1 was undercut medially breaking down scar from the medial aspect of the dura and spinal canal and removed. The facetectomy was accomplished laterally to the equator of the spinal appreciated with a nerve hook. Working superiorly, then the disc at l5-s1 was exposed and at its superior and lateral aspect, the elbow of the 5 root was seen and followed into the foramen decompressing the facet overhang with a variety of thin-lipped kerrison rongeurs. Next, the dura was withdrawn medially with the suction retract or and the disc at l5-s1 opened in a window shaped fashion and entered with pituitary rongeur. The annulus and multiple fragments of degenerated disc were able tobe recovered. Cartilaginous endplates of l5 and s1 were removed and a 12mm cage was chosen. The sizer was placed and final preparation and removal of osteophytes at superior left s1 and inferior left l5 were removed to accommodate this cage. Next, a rhbmp-2/acs filled cage was brought to the table. A rhbmp-2/acs sponge was sent into the interspace. The vbs cage filled with bmp and attached to its carrier with the medial dura over the shoulder of the s1 nerve root drawn medially with a suction retractor was then countersunk into the interspace with fluoroscopic monitoring and intermittent microscopic view of the cage.¿ no complications were reported. Reportedly, the patient developed injuries following the use of bmp2.